Manufacturer narrative:
.Device code a0401 is being used to capture the reportable event of suture break.

Event description:
Note: this report pertains to one of two overstitch 2-0 polypropylene suture used in the same procedure. It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture broke during the procedure. On (B)(6) 2024 the physician reported during the procedure that the suture unthreaded from the needle and broke. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information to block h6 and b5. Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
Note: this report pertains to one of two overstitch 2-0 polypropylene suture used in the same procedure. It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture broke during the procedure. On (B)(6) 2024 the physician reported during the procedure that the suture unthreaded from the needle and broke. There was no patient complications reported as a result of this event. Additional information: it was reported that the anchor suture broke.